Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The catheter was inserted before surgery and could not be removed because the balloon could not be deflated. A cystoscopy was done to explode the balloon from inside in order to take the catheter out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed. Visual inspection on the shaft segment did not show any obvious damage except the catheter was cut into 2 segments. Based on the complaint description, the catheter was not able to be taken out due to non-deflation balloon. As the returned catheter was cut into 2, the balloon was then inflated with color water with the help of syringe assembled with a needle to check for any blockage inside the lumen. However, the balloon could not be inflated because there was a leak at the balloon, therefore inflation/ deflation test and further investigation could not be conducted. Non deflation could be due to various reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease other remarks: deflation process. Besides that, based on the IFU, it was advice to cut the shaft near the entry site as to allow the liquid to flow out of the balloon if the valve fails to deflate the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation. Balloon could not be deflated may due to various reason investigation could not be conducted. Therefore this complaint could not be confirmed.

Event description:
The catheter was inserted before surgery and could not be removed because the balloon could not be deflated. A cystoscopy was done to explode the balloon from inside in order to take the catheter out. The patient's condition was reported as fine.